Manufacturer narrative:
H10: in a good faith effort (gfe) response from the customer received on 23may2024, it was confirmed that the customer had ordered a replacement stand through a 3rd party supplier. However, the ordered replacement stand is on backorder, so the customer has not completed the replacement. The material ordered (stand) aligns with the recommended repair of the reported malfunction. When the part becomes available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the wheel came off of the stand being used for the v60 device. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they wanted service to repair the device, but the rse stated that individual parts were not available for the stand. The rse provided the customer with the part information for replacement of the whole stand. This investigation is ongoing.